Manufacturer narrative:
A clinical investigation was performed. Complaint investigation concludes the event is unlikely related to the fmc device. The actual device was not returned for evaluation and therefore the reported event cannot be confirmed or replicated in field testing. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications.

Event description:
The biomed technician reported that the patient was admitted to the hospital with an acute renal failure and hemodialysis was initiated when her creatinine increased to 5mg/dl. The etiology of her acute renal failure was attributed to possible pigment induced nephropathy from severly elevated porphyrins and frequent spontaneous hemolysis. The doctor reported that hemodialysis was initiated to provide support of this patient's acute renal failure; the hemolysis previously present on this patient were due to the underlying inherent disease, but there was no evidence of hemolysis during the dialysis treatment. The facility called fresenius tech support for help on how to deactivate the blood leak alarms, which were being set off by the presence of the pigment/porphyrin in the used dialysate. Patient later during the hospitalization suffered from a refractory bleed. Patient passed away after the decision was made for withdrawing care.